Manufacturer narrative:
The device was returned for evaluation. There was one dental elevator returned with the complaint that the tip is broken. There is blackening at the break site indicating that this started out as a stress fracture and with continued use and cleaning it caused the metal to break down and eventually causing it to break. No manufacturing, workmanship, or material deficiency has been identified. This complaint is confirmed/damaged worn. Device identifier: (B)(4).

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed. Device identifier: (B)(4).

Event description:
It was reported that on (B)(6) 2019, while using a del301 301 elevator, the tip broke off between the patient¿s tooth and gum. The doctor had to use another elevator to remove the tip. There was no patient injury or surgical delay reported. Additional request for information has been sent.